Manufacturer narrative:
(B)(4).cartridge - one piece sled. One ec60a device was returned in good visual condition and with a blue cartridge present. The reload was received fully fired from the right side and partially fired from the left side. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens, the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, on the first firing with a gold reload, the surgeon commented that the firing felt weird. After removing the device, they found one side of the staple line was open. The open side was the specimen side, therefore, it was removed. The procedure was completed without any patient impact.